Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt was not reoperated to date. Where lot number were received for the devices, the device history records were reviewed and found to be conforming. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be monitored. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with u.s. Durom cups where the initial implant date occurred after the relaunch of the u.s. Durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It is reported that the pt received an acetabular cup on (B)(6) 2010 in her right hip. On (B)(6) 2011 due to pain and sign of loosening, a revision surgery was recommended to the pt. The revision surgery was not performed to date.